Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 479 mg/dl. The customer treated with a manual injection and declined troubleshooting for this issue. The insulin pump was not replaced or returned for analysis.